Event description:
It was reported the pt had not recharged the ipg in several months. The pt reported he had not had stimulation for some time. External devices would not communicate with the ipg. It was reported the physician was to undertake surgical intervention to replace the ipg.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.